Event description:
Info received indicates when the brakes were activated the foot end brake casters did not hold.

Manufacturer narrative:
The technician isolated the issue to a broken rocker arm. He replaced the foot end rocker arm and the brakes functioned properly.